Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: mitraclip system, steerable guide catheter, 2 additional implanted mitraclips. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of tissue damage and worsening mitral regurgitation as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated, and the reported single leaflet device attachment (slda) and difficulty grasping appear to be related to patient morphology/pathology and user technique/procedural circumstances. The partial clip movement was likely due to the slda and the torn posterior leaflet. The reported tissue damage was likely due to the slda and the reported mr was likely a result of the tissue damage. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report that the clip was attached to posterior leaflet or the chordae, but had detached from the anterior leaflet, and the posterior leaflet was torn. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The first 2 clips were implanted, reducing the mr to 2; however, grasping was difficult due to the enlarged atrium. The third clip delivery system (cds (B)(4)) was advanced for the remaining lateral jet. Several grasping attempts were made, with no reduction in mr. The decision was made to deploy the clip. Deployment steps were started, but before gripper line removal, abnormal movement of the third clip was observed. It was then suspected that the clip was no longer attached to the leaflets. Imaging could not confirm if the clip was attached to one of the leaflets. The decision was made to remove the gripper line. After removal, it was suspected that the clip was attached to posterior leaflet or the chordae, but had detached from the anterior leaflet. There was abnormal movement of the clip and the mr increased to 4+. The procedure was discontinued and the patient was transferred to mitral valve replacement surgery where it was confirmed that the posterior leaflet was torn lateral to the clips. The patient is currently stable. No additional information was provided.